Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was returned for analysis and straight leading haptic was observed. The device was received loose in the product carton. Solution is dried in the device. The lock-out assembly has been removed. The plunger and the lens have been advanced just past the mid-nozzle area. The plunger position is acceptable. The trailing haptic is folded onto the optic. The leading haptic is extended straight. Photo provided shows 2 preloaded devices. The first device has been activated. The plunger appears to be advanced to mid nozzle. The intra ocular lens (iol) appears to be advanced between mid-nozzle and the nozzle tip. The leading haptic appears to be extended straight and is exiting the nozzle tip. The second device has also been activated. The plunger and iol appear to be advanced into mid nozzle. The leading haptic appears to be extended straight. The plunger, lens and haptic positions are acceptable. The presentation of straight-leading haptics is addressed in the product instructions for use (IFU), where it is provided that delivery may proceed with caution and should be managed based on the outlined instructions. While straight leading haptics may occasionally occur, close adherence to the IFU provides the best opportunity for optimal delivery. Possible associated factors may also include: ¿use of a non-qualified viscoelastic or bss in the delivery system. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. ¿excessive delay between device preparation and subsequent delivery resulting in the potential for haptic unfolding. ¿use of the delivery system at operating room temperatures outside of the recommended range of 18 degree c (64 degree f) to 23 degree c (73 degree f). Ovd should be allowed to come to operating room temperature over a 20-minute timeframe prior to use. Any of the above factors alone, or in combination, may lead to an event such as reported. Based on the results from the manufacturing batch record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nonhealth care professional reported that during the intraocular lens (iol) implantation surgery, the haptic of the lens malfunctioned when the surgeon started to deploy the lens and the physician immediately stopped to advance the lens and a replacement lens was used to complete the surgery. There was no patient harm.